Manufacturer narrative:
H6: correction submitted to update coding with addition of f15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The consumer reported that since the implant on (B)(6) 2016, she had had several incidents of leakage and accidents which she did not have prior to the implant. The patient was feeling stimulation in the vaginal area and the left buttocks and left leg but not in the rectal area since implant. The patient had pain in her left knee since implant. She had tried to turn stim down but it came and went. The patient was indicated for bowel dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event additional information was received from the patient on 2026-mar-20. The patient reported that they had issues with the therapy after the first implant, and they were miserable. The patient said that they had a new implant placed in 2021.